Manufacturer narrative:
Other device used: catalog #unk, unknown trilogy hxlpe liner, lot #unk, catalog #unk, unknown trilogy shell, lot #unk, catalog #unk, unknown femoral head, lot #unk. No devices or photos were received; therefore the condition of the devices are unknown. The part and lot numbers of the products are unknown; therefore the device history records, complaint history could not be reviewed. The reported devices are used for treatment. It could not be confirmed if the device were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following address: www.ncbi.nlm.nih.gov/pubmed/19876874. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to lateral thigh pain at 17 months post-op.